Event description:
It was reported that a spectrum infusion pump was alarming system error 341 during therapy in the ICU. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 322. However, evaluation determined the device to be in specification and passed all testing in relation to the reported symptom. No part replacement was required to correct the device. According to the spectrum manual a system error code may be cleared and preventative maintenance should be performed on that said pump. If no error codes are observed after the test, the pump may be returned for use.